Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a safety syringe. The customer states that the safety shield did not completely retract resulting in a needle stick. This was used on patient. The employee did have to have a follow up as a result of this. This was an injection through the skin. This was a two-step injection. When the employee went to grab the second needle for injection, her hand hit the first needle that was placed down after the first injection. The nurse found the first needle did not completely retract to close.

Manufacturer narrative:
Please see section for additional information provided for the lot number involved. The device history record (DHR) for lot 407704x indicates that units were produced on (B)(6) 2014 and there were no issues found in samples inspected from the lot. Maintenance records (both corrective and preventive) and calibration records for the needle lots were reviewed and there were no issues. All scheduled maintenance and calibration activities were completed on time. There was no process or material changes within the last 12 months related to this type of issue for this product. Process monitoring data for the needle lots were reviewed and a review of the machine setup was conducted and there were no issues identified. There were no samples submitted with this complaint. The issue reported by the customer could not be confirmed. The complaint shall be reopened if a sample is received in the future. The exact root cause of the issue reported by the customer could not be determined without an actual sample to examine. The most likely root cause could be related to following the instructions for use. It is important to verify the locked position through audible, tactile and/or visual feedback. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, safety shields are physically tested for functionality with samples from each lot produced. The lot met all acceptance requirements and was released. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident with a copy of this complaint response.

Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.